Manufacturer narrative:
Corrected field - b5 the complaint record is downgraded based on the follow-up information. The parent complaint is not valid as the machine has message because battery maintenance is past the 6 month test cycle. This will be checked during the pm. Hence the complaint is being cancelled. No additional reports will be sent for this mfg report number 2249723-2025-0000360.

Event description:
It was reported that the battery of cs300 intra-aortic balloon pump (iabp) was not charging. Machine has message because battery maintenance is past the 6 month test cycle. This will be checked during the pm. Injury information is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of cs300 intra-aortic balloon pump (iabp) was not charging. Injury information is unknown.